Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0022157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for cracked hubs.

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle had the hub separate from the device. The following information was provided by the initial reporter: the customer stated the "needle shield was difficult to remove and when removed the needle hub separated."

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle had the hub separate from the device. The following information was provided by the initial reporter: the customer stated the "needle shield was difficult to remove and when removed the needle hub separated."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-23. H6: investigation summary customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 0022157. Customer states that the needle shield was difficult to remove and when removed the needle hub separated. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 0022157. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received the investigation bd was able to confirm the customer¿s indicated failure process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #86722 was created for air jet out of adjustment. Corrective action: the air jet as adjusted.